Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging of coughing and having problem in breathing. There was no serious patient harm or injury. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging of coughing and having problem in breathing. There was no serious patient harm or injury. At this time, no medical intervention has been reported. The device was returned to the manufacturer's service center for further evaluation, observed there were one error code found. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found no evidence of foam degradation. And there was no visible foam degradation. And unit passed final test. The manufacturer is submitting a final report at this time. Box d: device serviced by third party, device avail for eval, date returned? And device evaluated by mfg has been updated. H6 was updated.